Manufacturer narrative:
H3: product analysis found that the inner shaft was broken 0.58 inches from the distal end of the inner hub upon return. There was c ontamination on the distal tip and outer hub and striations were observed at the break point of the shaft. The device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a fess cases, the blade wasn't working properly and ultimately broke. The procedure was completed with backup product. There is no patient impact.

Event description:
Additional information states that bur/blade was not broken when removed from the package and broken when inserting it into the microdebrider.

Manufacturer narrative:
B5: additional information updated. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.